Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the light fiber was dim at 40% and after adjusting the setting to 90% it was still dim. The case was completed by exchanging the probe. There was no harm to the patient.